Event description:
It was reported that the siderail was stuck in lowest position and could not be raised and latched in the upright position due to damage components. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.